Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 79, 63, 52, 62 and 66 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The customer's test strips are expired: manufacturer¿s expiration date is 07/19/2022; open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly: lot number my4445s, manufacturer's expiration date of 02/17/2023 and open vial date is (B)(6) 2022. During the call, a blood test was performed by the customer pm fasting and produced test result of 110 mg/dl using true metrix meter; customer was satisfied with the blood result obtained. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).